Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) in pain and was diagnosed with diabetic ketoacidosis. The patient's blood glucose (bg) values reached 576 mg/dl. The patient was hallucinating. For treatment, the patient was put on a intravenous (IV) insulin drip. The pod was worn between 4 and 24 hours on the hips/buttocks. The pod was discarded and the patient was discharged after 49 hours.